Event description:
It was reported when using the bd intima-ii¿ closed IV catheter system the tubing ruptured and there was leakage from the tubing. The following information was provided by the initial reporter and translated to english. The customer stated: "in the process of intravenous indwelling needle puncture, the catheter tube burst when the needle was delivered after blood return. The indwelling needle was replaced for successful replacement."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 1203147. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported when using the bd intima-ii¿ closed IV catheter system the tubing ruptured and there was leakage from the tubing. The following information was provided by the initial reporter and translated to english. The customer stated: "in the process of intravenous indwelling needle puncture, the catheter tube burst when the needle was delivered after blood return. The indwelling needle was replaced for successful replacement."